Manufacturer narrative:
Describe event or problem, corrected data: supplemental manufacturer report #01 inadvertently did not include the information regarding the patient¿s increase in seizures.

Event description:
The physician reported that no causal or contributory programming changes, medication changes or external facts preceded the onset of the increase seizures.

Event description:
Clinic notes dated (B)(6) 2012 indicate that the patient was seen in the ed following a new seizure and trileptal was titrated. Following the admission, the seizures were less frequent and less severe. They were still recurring between 0-5 times a day. No fall was reported. The seizures were rare when the patient was walking. No triggering factor was reported.

Event description:
Additional information was received indicating that the vns patient was not experiencing a new seizure type but had an increase in seizure frequency. The increase in seizure frequency was reported in manufacturer report # 1644487-2013-02621.